Event description:
It was reported that during procedure utilizing the ultra-drive cement removal system, the tip of the 9.5mm disk drill fractured. Surgeon elected not to remove tip. The date of the event was not provided.